Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: to date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during a laparoscopic lobectomy procedure, while on the trachea resection, the device was unable to fire and the handle was unable to be squeezed. A new device was used in order to complete the case. There was no patient injury.